Manufacturer narrative:
The device was not returned for evaluation, therefore, it's very difficult to confirm the complaint. A lot history review was performed and the product was found to have met all specifications. These results indicate the graft has performed according to the indications for use and has met all intended functions. Seroma formation is a known complication of all vascular grafts, including biological, polyester, and ptfe. Literature review suggests that seroma formation is a build-up of serum fluid in tissues or organs that often occurs after a surgery.

Event description:
Patient developed a seroma formation four months post operatively ((B)(6) 2011). Seroma was drained and the patient continued to take a follow-up.